Event description:
The customer reported that their display monitor for the acuity central station would not stay on. The telemetry technicians at the station would have to push the power button every 30-60 seconds to keep the unit powered on. There was no report of any pt harm as a result of the reported events. The customer did not provide any pts info.

Manufacturer narrative:
MFR's summary: the device is an installed centralized pt monitoring system that utilizes a sun micro-systems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. The customer reported that they had a view screen monitor that would not stay on for an acuity central station. The telemetry technicians at the station reportedly had to push the power button every 30-60 seconds to keep the unit powered on. The customer had a spare monitor that they used to restore normal operation. Welch allyn factory service confirmed view screen malfunction. The unit would not power on with power applied. This display is an obsolete model no longer serviceable by welch allyn. We used code, "device failure occurred and was related to the event." By "event" here, we mean the loss of centralizing monitoring. There was no pt harm reported associated with this failure.